Event description:
The customer reported that approximately 3 three weeks ago during surgery when the surgeon requested the implant the theatre staff noticed that the outer layer of packaging was damaged. The customer reported that the plastic on the outer layer had broken and come away. The customer reported that the sterile packaging appeared to still be intact, but that they did not want to use the product as the outer layer was damaged. The customer reported that a second implant was readily available. There was a slight delay to surgery of a couple of minutes whilst they decided what course of action to take.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that approximately 3 three weeks ago during surgery when the surgeon requested the implant the theatre staff noticed that the outer layer of packaging was damaged. The customer reported that the plastic on the outer layer had broken and come away. The customer reported that the sterile packaging appeared to still be intact, but that they did not want to use the product as the outer layer was damaged. The customer reported that a second implant was readily available. There was a slight delay to surgery of a couple of minutes whilst they decided what course of action to take.

Manufacturer narrative:
Based on the visual inspection of the returned packaging appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed to the extent that the outer blister cracked under the compressive force it was subjected to. The event was confirmed. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. This investigation is similar to event whereby the investigation for this similar event concluded that the packaging damage was caused by excessive handling during distribution.